Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 150 mg/dl and "200's mg/dl". The customer could not recall the exact value given. No adverse event reported. Return of the suspect device was requested for evaluation.